Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that implantable cardiac monitor "spontaneously erupted" from the patient's chest. The device was replaced. No patient complications have been reported as a result of this event.